Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the freestyle libre sensor. The customer (child) experienced symptom of hot and the a scan of 6.2 mmol/l was obtained. A few minutes later, the customer became dizzy, confused, and lost consciousness, and a capillary meter result of 2.2 mmol/l was obtained. The caregivers treated with customer with glucose on the cheek. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the freestyle libre sensor. The customer (child) experienced symptom of hot and the a scan of 6.2 mmol/l was obtained. A few minutes later, the customer became dizzy, confused, and lost consciousness, and a capillary meter result of 2.2 mmol/l was obtained. The caregivers treated with customer with glucose on the cheek. There was no report of death or permanent injury associated with this event.